Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 09/02/2015. The fse found a hole in the tubing through pinch valve vl27 that was causing a leak. The fse replaced the tubing, which repaired the leak and the failing backgrounds. The repairs were verified by the fse. (B)(6).

Event description:
The customer reported a leak from the rinse block of the coulter hmx analyzer with autoloader. The instrument was generating differential background failures when the leak was noticed. The volume of the leak was about 2 cc and was not contained within the instrument. The fse was wearing personal protective equipment (ppe) at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.